Event description:
It was reported the device exhibited ventricular oversensing via merlin.net. All electrical measurements were good and stable. The physician believed the issue could be attributed to unrelated cough. No adverse consequences were reported.

Manufacturer narrative:
(B)(4).